Event description:
Date of surgery: (B)(6) 2010 procedure: posterior lumbar fusion surgery, transforaminal lumbar interbody fusion and posterior lumbar interbody fusion surgery levels implanted: l2-l5, t11-l2 and l5-s1, t8 to t11. The patient underwent spine fusion surgery on the thoracic and lumbar regions at levels t11-l2 and l5-s1. The patient was implanted with rhbmp-2 collagen sponge to the thoracic spine which was applied from transforaminal and posterior approaches. The rhbmp-2 collagen sponge was used to fuse more than one level of the spine and was placed outside a cage (i.e. In the disc space, facet joints and on top of the lamina). Post-op, the patient complained of increasing pain in her low back and radiculopathy into her lower extremities, due to which patient underwent another revision surgery.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2010: the patient was pre-operatively diagnosed with l5-s1 degenerative spondylolisthesis. L1 and l2 compression fracture with kyphosis. Thoracolumbar degenerative scoliosis and underwent the following procedures: l5-s1 transforaminal lumbar interbody fusion, l1-l2 transforaminal interbody fusion with prosthetic interbody vertebral device, posterior instrumentation t11 through s1 , vertebroplasty (t10-t11) and posterior spinal fusion l5-s1, t11-t12, t12-l1, l1-l2 and l1 laminectomy with neural element decompression. Indications for procedure: patient developed a grade 1 degenerative slip at l5-s1 as well as a compression fracture at the top of our construct consisting of superior endplate fracture of l2 and inferior endplate fracture of l1. Secondary to her fracture she developed kyphoscoliotic deformity. As per the operative notes, ¿the set screws were removed from l2-l5 and rods were removed. The screws at l2 were noted to be loose and were removed and it was noted because of the fracture, re-instrumentation of pedicles were not feasible. Screw at t11 were augmented with cement in addition vertebroplasty type maneuver was performed through the left sided pedicle of t10 in order to augment t10 to help prevent kyphotic collapse as the patient had previously experienced. At the l5-s1 level, distraction was performed. On the left hand side, the lamina and facet joint at l5-s1 were removed. Discectomy was performed with kerrison curettes. Trial interbody spacers were placed and then removed. Two globus sustain interbody implants, 12mm in height x 12 mm in width x 26 mm in length were filled with infuse bone graft. Additional rhbmp-2/acs was placed in the anterior aspect of the disc space. The first interbody implant was placed from the left and tamped to the right. Second interbody implant was placed on the left. Interbody spacers achieved a good fit. Attention was then turned to l1-l2 level. The inferior two-thirds of the lamina of l1 as well as the spinous process of l1 were removed and a portion of superior aspect of the l2 spinous lamina. The left sided facet joint of l1-l2 was removed. The dura was well compressed. An annulotomy was performed and a thorough discectomy was performed from the left hand side. Trial interbody spacers were placed and then removed, and then a 15-mm globus banana interbody cage was filled with rhbmp-2/acs. A strip of rhbmp-2/acs was placed in the anterior aspect of the disk space. The cage was placed in the anterior aspect of the disk space and bone matrix was packed posterior to this. Local bone and bone matrix was placed on the lamina and the facet joints from t11-l1. Local bone and bone matrix was placed on top of the lamina on the left from t11 down to l1.¿ post op,patient developed kyphosis through the t10-t11 with a disk extrusion into the epidural space causing spinal cord compression and she presented with symptoms of radiculopathy and myelopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation.